Manufacturer narrative:
The device history record was reviewed and no abnormalities were noted. Historical trending was done. Samples were received. No abnormalities were detected during visual inspection, and no abnormal odor was detected. Plant personnel performed the donning test for one hour, and no allergic reaction or skin irritation was reported. Production, maintenance and quality records for this lot were reviewed by the manufacturer. All parameters were within the validated specification and no abnormalities were found. No change was made to the process, formulation, or materials during production of this lot. This lot passed all inspection requirements prior to final shipment. The samples have been sent for additional testing (primary skin irritation testing). A follow up report will be filed once the results are received. We will continue to monitor complaints for any trends of this nature. (B)(4).

Event description:
Medical technologist complained of glove odor. When she took the gloves off, she rubbed her eyes, which afterwards became swollen. She went to the employee injury call center (eicc). The next day her eyes were still swollen and the eicc sent her to workfirst who tested the ph of her eyes stating their findings were consistent with exposure to a chemical irritant. They irrigated both of her eyes which corrected the ph, and sent her to an ophthalmologist the next day who prescribed flueomethodone drops four times per day for five days. Her eye issue is resolving.